Event description:
It was reported that the patient wanted to have their device removed. This was the patient¿s second implantable neurostimulator (ins). After the healthcare provider (hcp) did the surgery, they had issues and the hcp got upset with the patient and cancelled all of their pain medicine after surgery. The patient got upset about it, were discharged, and got a new hcp. The patient had to go to a local hospital to remove their staples. The patient¿s current device had never been set up. The patient never had any consultation or appointment with the manufacturer representative (rep) because of not having an hcp. So, the patient had not used the device pretty much the entire time. That whole year, since implant to the time of the report, the patient had been trying to find a new hcp for the device but was unsuccessful because nobody wanted to take the patient because she was someone else¿s mess up. Since the patients implant surgery, every muscle on the left side of their back where the device was, all the way in the front, was completely spamming and they felt excruciating pain. The ins stuck out of their back and the patient thought the ins had flipped over inside of their back. That had been like that from day one; day of implant. The device was flipping upside down and was tearing muscles in their back. Because the first ins was sticking out too, the patient asked the hcp to put it lower the second time. The patient did it one inch lower but it was not low enough. The battery caught on chairs, it flipped inside when the patient slept, it pushed against their skin and muscles, and therefore created a lot of tenderness and pain. Since the implant surgery, the device electrocuted the patient every time they moved; it was painful and it would lock up the patient¿s muscles and they were not able to move. The patient discovered the day prior to the report that they were not able to connect to the implantable neurostimulator recharger (insr) and patient programmer. The patient was afraid they ripped the leads out of their spine again because of their flipped ins was not connecting. The device did not respond to the recharger or programmer. The patient did not charge. The patient had been discharged from several clinics, but had recently been accepted back in to another pain clinic. The rep recommended that the patient had the hcp they would be seeing make a referral, since the patient wanted the device removed. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent. [Reference manufacturing report # 3007566237-2015-01552 for first ins stuck out and first lead movement]

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a patient via a manufacturing representative (rep) reported that the location of the device was an issue. It was very sensitive and sometimes it was very painful. It was unknown what led to the event. No diagnostics or troubleshooting was performed, but the doctor planned on moving the device pocket location. The pocket revision was planned. The issue had not been resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n465947, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).